Manufacturer narrative:
(B)(4). S/w: 4.11d. Retainer ring = clear. On (B)(6) 2022 the customer alleged high bgs. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0870 inches. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked case, cracked retainer. No device problem found during full functional testing. Unable to verify customer alleged for high bgs. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a damage. Customer had high blood glucose level of 25 mmol/l. No harm requiring medical intervention was reported. The device will be returned for analysis.